Event description:
The complainant reported that a patient was implanted with an impella cp for mechanical circulatory support. The impella cp was placed independently in standard fashion with no reported issues. Percutaneous coronary intervention was performed and no issues were reported. It was reported that after swapping the peel-away sheath for the repo sheath, the pump began experiencing suction alarms non-responsive to typical troubleshooting measures. The team turned fluoroscopy back on to visualize the pump and saw ¿an obvious kink¿ in the cannula near the motor housing. The pump was removed and a new impella cp was placed independently in standard fashion with no reported issues. The patients outcome was noted as survived.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
Section d1 brand name corrected. Section d4 serial number was corrected. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Section d9 has been updated

Manufacturer narrative:
Section d4 primary UDI number has been updated.

Manufacturer narrative:
The investigation was completed. The pump was not returned for investigation. Lt log shows the pump was utilized for around 2 hours. The log confirms a motor current spike to 1400, followed by a drop in pump flow and an active suction alarm at the end of the case run. Rt log was not available to confirm the timing of the reported motor current spike. Clinical details indicate that after swapping the peel-away sheath for the repo sheath, the impella pump began experiencing persistent suction alarms that did not respond to standard troubleshooting measures. Fluoroscopy revealed an obvious kink in the cannula near the motor housing. Pump suction: clinical details and available data log were not able to justify the cause of the suction. The cause of the suction issue was not determined without returned product investigation and sufficient clinical evidence. Product damage (cannula kink): clinical details indicate that after swapping the peel-away sheath for the repo sheath, the impella pump began experiencing persistent suction alarms. Troubleshooting was unsuccessful, and fluoroscopy revealed an obvious kink in the cannula near the motor housing. The cannula kink issue was most likely use-related, as it occurred during placement of the repositioning sheath. However, the exact damage to the cannula could not be verified without returned product investigation. Device history review was completed and passed all post sterile inspection checks.